Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Extensive troubleshooting was performed without resolution. An invasive procedure was performed to assess the system. A secure electrode to device connection was confirmed. The system placement also was appropriate. Upon further investigation it was noted the primary sensing coil was completely covered by the suture sleeve. The cause of the inappropriate shock was believed to be due to the suture sleeve covering the sensing coil which resulted in the loss of the reference signal. This system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
---